Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon previously performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants . The surgeon has 10-20 patients to revise where the problem appears to be over resection of the posterior condylar region of the bone resection leading to a rocking horse phenomenon if the cement interface braces down

Manufacturer narrative:
The session data was not provided.

Event description:
A surgeon previously performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants . The surgeon has 10-20 patients to revise where the problem appears to be over resection of the posterior condylar region of the bone resection leading to a rocking horse phenomenon if the cement interface braces down.

Manufacturer narrative:
Reported event: an event regarding over resection involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 204000 the complaint databases were reviewed from 2011 to present for similar reported events regarding over resection. There were 5 other reported events (B)(4). Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. If session and log files are submitted, a new investigation will be opened to reference the specific case. Session files were not provided for evaluation.

Event description:
A surgeon previously performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants . The surgeon has 10-20 patients to revise where the problem appears to be over resection of the posterior condylar region of the bone resection leading to a rocking horse phenomenon if the cement interface braces down